Manufacturer narrative:
It was previously reported: the manufacturer received information that a trilogy ev300 ventilator failed flow sensor accuracy. There was no patient involvement and no harm or injury reported. Onsite service for device repair by philips field service engineer indicated the occurrence of a "clicking noise". The flow sensor and the system printed circuit board assembly were replaced to address the issue verification failure / clicking issue. The device was returned to use. Additional information received: the product investigation laboratory (pil) received a trilogy evo system printed circuit board assembly (pca) with the allegation: unit failed flow sensor accuracy. Pil tech was unable to confirm any failure of the suspect system pca and has determined that the system pca operates as expected and functions as designed. The suspect system pca has been scrapped. Coding for this complaint record has been updated according to the pil investigation findings.

Event description:
The manufacturer received information that a trilogy ev300 ventilator failed flow sensor accuracy. There was no patient involvement and no harm or injury reported. Onsite service for device repair by philips field service engineer indicated the occurrence of a "clicking noise". The flow sensor and the system printed circuit board assembly were replaced to address the issue verification failure / clicking issue. The device was returned to use.